Manufacturer narrative:
Conclusion: device investigation revealed fatigue breakage on the receiver coil wire, consistent with the observed intermittent benefit from the device. Additionally, a broken magnet ring was observed. However, this finding appears to be unrelated to the observed symptoms. Reportedly, the infections started one month after implantation, and persisted for ca. 5 years until explantation. No available information points to the device being the source of infection. The infections required multiple local treatments which, over time, might have contributed to the observed fatigue damage. This is a final report.

Event description:
The user had several bouts of infection and showed signs of skin reaction even after multiple treatments. There was one or two months of interval between each infection event. The device has been explanted. The user was then implanted on the contralateral side with a device from another manufacturer.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user had several bouts of infection and showed signs of skin reaction even after multiple treatments. There was one or two months of interval between each infection event. The device has been explanted. The user was then implanted on the contralateral side with a device from another manufacturer.